Event description:
It was reported that the procedure was to treat a lesion located in the internal carotid artery (ica). After predilatation of the lesion a 6-8x40 mm xact stent was deployed successfully across the distal ica. Due to persistent stenosis, a 5x20 mm viactrac plus balloon catheter was advanced for postdilatation of the stent. During initial inflation of the balloon at 4 atmospheres of pressure, there was an extravasation noted from the balloon located within the stent. Air was not seen; however, a small contrast blush was noted. The balloon was deflated and retracted from the patient and exchanged immediately for a new one without issue. The patient became lethargic and suddenly developed left hemiparesis and was unable to move the left leg or left arm. The patients symptoms were not recovered at the time of discharge on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.